Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the complaint could not be confirmed. The root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and it failed. The bin log was downloaded and evaluated with errors observed. The reported event loss of connection was confirmed. A root cause could not be determined.